Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite confirmed the issue. The system database was reinstalled and the issue was resolved. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure the imaging system would not boot up. It was reported that an error occurred that may have damaged the system's database. The database needs to be reinstalled. No additional information provided. There was no patient present when this issue was identified.